Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2021-01053.

Event description:
The patient was undergoing a coil embolization procedure using ruby coils and a non-penumbra microcatheter. During the procedure, two ruby coils would not advance out from the starting position within the introducer sheath. Therefore, both ruby coils was removed. The procedure was completed using new ruby coils and a lantern delivery microcatheter (lantern). There was no report of an adverse effect to the patient.